Event description:
Patient revised for patella pain. Cut out and put in a new patella.

Manufacturer narrative:
The product code associated with this reported event was not returned for examination. The product lot code required in retrieving the device history records for reviewing and searching the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported event based on the lack of the product to examine and insufficient product information. Provided information stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.